Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Images are not available for investigation. The device is not available for investigation.

Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. It was reported there was a calcium plaque and thrombus just proximal to the aneurysm. The device was introduced with some difficulty, but deployed with no issue. It was reported a kink in the device was noticed, but the contralateral gate was reportedly open. Attempts were made to cannulate the contralateral gate, but a guidewire could not be advanced into the gate. It was reported the physician did not want to reposition the device due to the calcium plaque noted above the aneurysm, so the pt was converted to open repair. The aneurysm was repaired surgically, and the pt tolerated the procedure.